Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 3.0 x 15 mm rx trek balloon dilatation catheter (bdc), negative pressure was continuously being pulled. The balloon had a slow leak ; therefore, the bdc was not used in the patient and the procedure was successfully completed with another 3.0 x 15 mm rx trek bdc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.